Event description:
It was reported that the physician was implanting a viatorr tips endoprosthesis. The device was advanced through a 10fr introducer sheath and to the target site. The sheath was pulled back and the chain link portion was properly deployed. When the physician pulled the deployment knob to deploy the covered portion of the stent, the device partially deployed and the deployment line broke. The physician retracted the device and sheath through the jugular vein without incident. A second sheath was inserted and a second viatorr was implanted with no adverse effects. The patient was doing well following the procedure.